Event description:
It was reported that the patient's device "lost power" and his tremors would return while he was sleeping. The device would then "kick back on" and cause "temporary paralysis." This had been happening for 2-3 months. The patient told his physician who informed the patient that everything checked out okay. Additional information has been requested, but was not available as of the date of this report. See MFR. Rep. # 3004209178-2012-04683.

Manufacturer narrative:
(B)(4) lead, model 3387s-40, lot# v257583, implanted: (B)(6) 2010, explanted: na. Extension, model 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer, model 37642, serial# (B)(4).

Event description:
Follow up information received reported that the patient had still had some concerns with their device therapy but had not sought further help. If additional information is received, a follow up report will be sent.